Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm for upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. The device was found to operate within specification during testing. Evaluation inspected the device by performing upstream occlusion test at flow line but did not observe any symptom or potential cause of the reported issue, with no action required to address the allegation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'does not alarm for upstream' was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.